Event description:
New information received notes that the infection was identified via bacteria culture from the device pocket.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital for infection resulting in septic shock. The physician explanted the pacemaker system. The patient is recovering after the procedure.